Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation and the flow pump flow was confirmd. The root cause of the low pump flow was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The physician reported that the cannula kinked just distal to the motor housing after delivery. An attempt to reposition the pump was made but the cannula remained kinked. Suction alarms and decoupled waveforms were observed. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.